Event description:
An adc customer reported receiving readings "all over the place' on their fs lite meter. Specifically, they reported readings of 224mg/dl, 134mg/dl, 92mg/dl, 45mg/dl, 102mg/dl, 71mg/dl and 104mg/dl obtained on (B)(6) 2010 at 5:10pm. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in values is considered clinically significant. The customer further reported at the time the readings were obtained they experienced symptoms of feeling "shakiness, sweating and cold sweats." No third party medical intervention was reportedly required and customer denied self-treatment for their symptoms. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's products have been requested back for investigation and a follow-up report will be sent once new information is obtained.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Some of the readings the customer reported were found in meter memory. This is a final report.